Event description:
It was reported that during surgery when attempting to suture patch implanted for carotid endacterectomy, physician experienced suture pull-out. The patch was replaced and the surgery was successfully completed.